Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing in the primary and alternate vectors. The noisy signals were noted at rest position. The technical services (ts) indicated that if no noise were reproducible, the affected system component cannot accurately be identified, and both components need to be revised. If noise can be reproduced by moving the electrode, the recommendation was to revise just the electrode. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a revision procedure was planned and executed. The electrode was found to be bent. After straightening the electrode and reinserting it into the s-ICD, there was appropriate sensing on all three vectors. The physician decided to replace electrode and this s-ICD. No additional adverse patient effects were reported.